Event description:
A report was received that the patient underwent a pocket revision as the patient lost weight and the pocket site was too shallow and causing the patient charging issues. The physician moved the ipg deeper and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.